Event description:
During vitrectomy surgery of the left eye two (2) pieces of metal (metal shavings) were visible within the eye. A magnet was utilized to remove the metal pieces. There was no harm to the pt.